Event description:
During a remote follow-up, noise resulting in oversensing resulting in pacing inhibition was observed on the right ventricular (rv) lead. No intervention has been performed.

Event description:
Additional information was received that the patient is not pacer-dependent and is stable.